Event description:
Reportedly, when initial pci stenting procedure was performed to the lesion at #2 rca, some part of the lesion could not be completely deployed and add'l pci was performed to the uncompleted lesion 1.5 months later. To treat this heavily calcified target lesion, two unk guidewires were advanced in to the lesion and the corsair catheter was advanced over one of the guidewires. Though physician attempted with rotational and other manipulation, corsair could not go into the target lesion. When the removal manipulation was made to corsair, tip end separation was noticed. Retrieval of the broken fragment was attempted but failed, the fragment was left in the anatomy at the physician's discretion/ no complication is found with the pt by the follow up care.

Manufacturer narrative:
Investigation of returned device revealed that the tip section was broken off. Severe deformation damage was observed with the internal radiopaque braiding. Lot history review revealed no anomaly relating with the reported event. No other similar experience report has been received for this lot. It is inferred that rotational manipulation to the catheter of which tip end was caught by heavily calcified target lesion was applied with force, resulting breakage of tip when the accumulated rotational force exceeded the product's design limit.